Manufacturer narrative:
Additional information has been requested. The device history record and raw material lots were reviewed and no discrepancies were noted that would be associated with this complaint. The investigation could not be completed, no conclusion could be drawn, as no product was returned.

Event description:
Status post cervical disc arthroplasty patient was experiencing continued pain. A CT scan and x-rays showed movement of the device. Surgeon removed the hardware and revised with a fusion.